Event description:
It was reported that the pt experienced "burning" during recharging and that the battery was depleting every two days. The device was replaced and the pt recovered without sequela. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.